Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative (rep) went to the site to test the navigation system. The accuracy was not good on the system. The rep performed a calibration with the microscope and the system was okay. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the accuracy of the system was not good. No patient was present at the time of the event.